Event description:
The user facility in (B)(6) reported cutting cannot be performed; however, aspiration continued. There was no patient impact or medical intervention required. Surgery dates were not provided.

Manufacturer narrative:
Evaluation completed. One 23ga cutter returned wrapped in bubble wrap. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. The needle is not bent. The port window is in the opened position. There is dried solution visible in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter does not cut. The inner needle just barely enters the port window. The inner needle does not reach the cutting edge and will not cut. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 3.